Event description:
(B)(4). Event occurred in united states. The patient was hospitalized due to diabetes ketoacidosis with blood glucose level of 139 mg/dl. Patient's blood glucose level at time of incident was 386 mg/dl. During her stay in intensive care unit, blood glucose level was 468 mg/dl. The patient received intravenous insulin as corrective treatment. The patient's mother believed that the possible cause of her daughter getting diabetes ketoacidosis was infusion set and when the nurse, tried to put the last set, it was not working as the cannula was bent. Currently, her blood level was 230 mg/dl. The patient has been hospitalized for 2 days and at the time of this report, she was still hospitalized. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.